Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had air in the patient line. This was identified during fill cycle two of four of peritoneal dialysis therapy while the patient was connected. The patient stated that the homechoice had "pushed air¿ into them. The patient further stated that they had improperly connected the bags. The patient stated they had connected the heater line to the supply bag and the supply line to the heater bag. The patient had then disconnected both bags and reconnected them to the correct lines. The technical service representative advised the patient to check the patient line for air before connecting and advised the patient to end therapy. There was no patient injury or medical intervention reported. No additional information is available.